Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had dislodged and loss of capture at maximum output. During lead revision procedure, the lead helix would no longer retract or extend. The lead was explanted and replaced. The patient was in stable condition.